Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump bolus was not being administered. They also stated that the bolus button on the pump itself did not administer the requested bolus. Mmdg did follow up with the initial reporter who stated that the issue was found during testing and that no patient had been affected. (B)(4).